Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. Due to the device not being returned a root cause could not be determined. No further investigation is necessary at this time. (B)(4).

Event description:
During a shoulder repair procedure, it was reported that metal shavings came off in the joint. The debris was flushed out via irrigation. There was a reported five minute procedural delay.